Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that the pt reported they are taking 2-3 hours to charge their implant (ins) to maybe 50%; pt said they started noticing the longer charge duration about 2-3 months ago. Pt compared the charging time of the controller in which they commented that the controller charges from 0-100% in 30 minutes. Agent reviewed with pt to monitor if issue persists.